Event description:
It was reported via sprinkler that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The patient reported that on approximately (B)(6) 2025 ¿just totaled a car cause the g7 read 90 bolus off this was recorded in the ER so be care full of the g7¿. It was understood that the cgm reading was inaccurately reading high, causing the patient to receive too much insulin. No patient details were available and no follow ups could be performed. No data was provided for evaluation. The allegation and the probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.